Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found that upstream occlusion (uso) sensor damaged. A functional test was performed, and the reported issue was not confirmed. Replaced the uso sensor and performed downstream occlusion (dso)/uso calibration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the device failed the volume test with a value of 22.597 during testing". During device evaluation it was found the upstream occlusion (uso) sensor was damaged.